Event description:
The patient's family memeber called lifescan in 2004 and alleged the one touch profile meter was giving the message not ok during the testing procedure. A spanish translator obtained further info for the medical affairs specialist. The family member states patient had not been able to use the meter in 2003. The last reading is unknonw. The patient takes insulin n 62 units in the morning and 14 units in the evening. Patient continued taking this medication even though they could not test. Patient was taking the humulin r, however, that they take on sliding scale based on their meter readings. The family member states patient awoke the morning of the incident feeling nauseous with a headache. Patient did not have anything to eat or drink due to their symptoms. They attempted to test their blood sugar, however the meter gave the not ok message. Later that morning family member took patient to the hosp, a lab draw was performed, and the reading obtained was 639 mg/dl. The patient was in the hosp for 2 days, treated for hyperglycemia with IV insulin and discharged with a diagnosis of hyperglycemia. Their ketones were checked and were negative. They also had a history of asthma for which they take proventil. The patient's medications have not changed and the hosp gave the family member meter to use until the replacement arrives. The family member was not cleaning the meter correctly and instruction was given by the spanish translator, however correct testing technique was used. The customer care rep sent a meter, test strips and control solution. The patient could not use the meter for over a month, was not taking their sliding scale insulin, and did attempt to use the meter the morning of the incident. This may have delayed their treatment leading to an adverse event.